Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device successfully delivered two shocks to the patient. However, on the 3rd attempt to discharge, the device prompted a "change batteries" message and failed to deliver the shock. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; testing of the device was not able to duplicate the reported malfunction. The customer returned battery was fully depleted. A review of the clinical file indicated that the device prompted a "change battery" message 16 seconds after the device was powered on and attached to patient. The device was then able to deliver two shocks and prompted a "change battery" message again after advising a third shock. Review of the activity log does suggest a pattern of the device not being stored with electrodes attached; 50 plus entries of electrode not connected would mask a low battery error by always presenting an ?x? On the indicator. The investigation is being closed as device meets specification. The returned battery was scrapped due to it being fully depleted. The device was recertified and returned to the customer; the customer also received a replacement battery. Analysis for reports of this type has not identified an increase in trend.